Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors and the review concluded that there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The device manufacturer date for the reported product is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their adc freestyle libre sensor "exploded when trying to apply". No further information was given by the customer. There was no report of death, serious injury, or mistreatment associated with this event.